Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s up and down arrow button were worn, harder to press, when rewinding the insulin pump the up and down buttons were a little hard to press maybe due to numbness in hands. Customer's blood glucose value was unknown. Customer declined to troubleshooting for replacement. The device will not be returned for analysis.